Manufacturer narrative:
Additional information was received that the final implant depth of the valve was higher than the valve annulus and in the valsalva sinuses. Updated data: d4 model #, catalog #, expiration date, lot #, UDI #. H6 eval code method. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the second valve was overlapped with the first valve. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed for the valve and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that a recapture was attempted however, the physician rotated the handle of the delivery catheter system (dcs) clockwise accidentally and released the valve in the annulus. To recapture the valve, the evolut system instructions for use (IFU) instructs, "rotate the deployment knob in the opposite direction of the arrows to recapture the bioprosthesis". There is no information to suggest a delivery catheter system (dcs) malfunction or a failure to meet manufacturing specifications was related to this event. It was reported that the valve dislodged from the aorta and a second transcatheter valve was implanted. Following the transcatheter aortic valve replacement procedure, a computed tomography (CT) showed a type 1 aortic dissection occurring as a result of the valve movement. Potential factors that can influence a dislodgement include tension applied on the dcs during positioning, calcification levels and compliance of the native anatomy, user technique and several others. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. The evolut IFU warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Dissections are known potential adverse effects per device IFU. No images from the procedure were received for review; given the limited information, the conclusive root cause of the dislodgement and the dissection event cannot be determined. An emergency thoracotomy was performed. The patient recovered and was discharged. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the valve dislodged from the aorta a second transcatheter valve was implanted. Following the transcatheter aortic valve replacement (tavr) procedure, a computed tomography (CT) showed a type 1 aortic dissection occurring as a result of the valve movement. An emergency thoracotomy was performed. No additional adverse patient effects were reported. Updated h 2.6 - patient codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that per the physician, the cause of the dissection was contributed to the valve dislodging four to five times during the implant and the valve dislodging to the aortic side. Per the physician the valve caused the dissection and not the delivery catheter system (dcs). The patient recovered and was discharged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: evolut pro-29, serial/lot #: (B)(4), ubd: 19-jun-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this evolut pro transcatheter bioprosthetic valve, the valve was deployed in the annulus and a recapture was attempted. The physician rotated the handle clockwise accidentally and released the valve in the annulus. The valve was "lifted" with a snare and a second evolut r valve was implanted. The first and second valve were connected and fixed and "bail out" was performed. No additional adverse patient effects were reported.